Event description:
It was reported, "received notice of claim stating that patient presented to the ER with suspected perforated diverticulitis which was confirmed in the sigmoid colon. Patient underwent sigmoid colectomy and primary colorectal anastomosis along with appendectomy and end ileostomy. The operative report provided notes that although patient had a narrow pelvis, the surgeon and his partner were able to deploy the stapler, attach it to the anvil, tighten and fire it, and that the anastomosis felt smooth and secure. Both donuts were described as ¿very good,¿ no leak test was documented. On post op day 5, patient developed signs of leak and underwent a flexible sigmoidoscopy with covered stent placement across the colorectal anastomosis and placement of drain. Two weeks post op, patient developed fever and the stent was noted to have migrated. Patient underwent flexible sigmoidoscopy to place additional stent. Thereafter, recovery was uneventful and the ileostomy was reversed 8 months later."

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.